Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that in 2007, her infusion device shut down without warning. She stated that the infusion device began making a buzzing noise and the display screen was blank. She stated, she had forgotten to change her power pack at 2 weeks. She changed her power pack and her infusion device functioned properly. She stated, her blood glucose was elevated to 240 mg/dl due to this. Her normal blood glucose range is 124-125 mg/dl. She stated, she bolused and her blood glucose returned to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.